Manufacturer narrative:
Corrected information: report source. Investigation - evaluation: a review of drawings, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. The manufacturing documents for this device were reviewed and it was found that the device aspect in question was visually inspected by quality control. No notable gaps in production or processing controls were identified. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient underwent a previous placement of a ultrathane mac-loc locking loop multipurpose drainage catheter. The customer reported that the device leak during a routine catheter exchange. No further patient or event information was provided. Additional information was requested. A follow-up report will be submitted upon receipt of any additional information. The device is not available for evaluation.